Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542 (mg/dl). Customer attempted to administered an insulin injection to treat bg level; however, customer later went to the emergency room where they were treated with intravenous humalog and lantis. Customer was released from the emergency room on the same day. Reportedly, customer believed that the pump was not delivering insulin because of a low battery and/or low insulin; however, system check and review of pump data on 04/08/2016 by tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.